Event description:
Additional information received indicated patient underwent surgical intervention wherein the leads were explanted and replaced with a paddle lead. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that both scs leads had migrated and confirmed via x-ray and not providing effective therapy. As such, surgical intervention is awaiting to address the issue at a later time.

Manufacturer narrative:
Conclusion statement: confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. The report stated that migration of lead a was confirmed prior to the lead being revised.